Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient reported in clinic for a follow-up. Device interrogation revealed that a ventricular arrhythmia was undetected by the implantable cardioverter defibrillator due to undersensing on the ventricular channel. The device was reprogrammed during the next visit and the issue was resolved. There were no patient symptoms reported due to the issue.